Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device wuh4060 sno. (B)(6) has no function, because the transmitter does not start up properly. The display permanently shows the message "fsn getting ready", which means that no connection is established. The reported event was confirmed. The manufacturers evaluation revealed the unit is not properly booting up. The most likely cause of the reported failure is use error.

Event description:
It was reported that the device wuh4060 sno. (B)(6) has no function, because the transmitter does not start up properly. The display permanently shows the message "fsn getting ready", which means that no connection is established.